Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was between 200 to 400 mg/dl at the time of the event. The infusion set had been used for more than three hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.